Event description:
Customer reported experiencing air bubbles and gaps in the tandem mobi cartridge, along with an occlusion alarm. The impact on the customer's blood glucose level is unknown as they could not recall if it exceeded the normal range. The customer resolved the issue by changing the cartridge and resuming insulin delivery. Tandem technical support arranged to send replacement supplies, including a new ifs and cartridges.